Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited incorrect interpretation of signal, resulting in the supraventricular tachycardia (svt) episode being viewed as a ventricular tachycardia (vt). Due to the misinterpretation of signal inappropriate shock was delivered to the patient. Programming changes were made. The patient was in stable condition.